Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced a history anomaly, the device was exposed to moisture and that the customer experienced high blood glucose levels. The blood glucose reading was 383 mg/dl, which was high due to the customer having just eaten cereal. The customer's mother stated that she had changed the insertion site, set and insulin just before receiving a low battery alarm. She changed the battery out, and when she observed the device, she noted that it showed a previous infusion set change, not the one she had most recently performed. The caller was assisted with viewing the reservoir set history, and it was found that the device showed the correct date and time of the last infusion set change. The caller declined to complete troubleshooting for the device's exposure to moisture, advising that the insulin pump was working properly. Nothing further reported.